Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed drops of insulin coming from the infusion tubing despite having stopped insulin delivery. The customer alleged that the pump was delivering too much insulin; however, customer also reported entering 60 grams of carbohydrates into the bolus menu despite not eating any food. Tandem technical support educated the customer that carbohydrates should be entered into the bolus menu only when carbohydrates are being consumed. Blood glucose (bg) ranged from 53-195 mg/dl. Low bg was treated by stopping insulin delivery. Additionally, the customer alleged that the pump was not alerting properly when continuous glucose monitor (cgm) values were below the set cgm low alert threshold. Tandem technical support reviewed cgm history and confirmed that the pump did properly alert the customer of low cgm values; however, the customer did not acknowledge that the alerts occurred. Upon follow up, the customer could not provide further detail regarding the insulin delivery issue; however, indicated that the pump was no longer delivering insulin while suspended and was functioning as intended.